Event description:
PICC line was placed for continued need to treat bacterial endocarditis. Previous failed PICC site, pulled due to phlebitis. Pt. Presented with severe cellulitis in new PICC site. Intervention of I & d of r.u.e., basilic vein. (Excision with delayed secondary closure). Debridement right arm, myonecrosis, "stuck" IV catheters x3.